Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl. Customer believes the cause could be due to 4 boluses that were delivered prior to experiencing the low. Customer stated these boluses were delivered correctly and on purpose. Customer consumed jelly and chocolate to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.